Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: after a scheduled her site/set/cartridge change on(B)(6) 2013, her blood glucose (bg) readings were in the 200 mg/dl range throughout the day. Patient states on (B)(6) 2013 her bg readings were from 200 mg/dl ¿ 300 mg/dl, states she changed site/set/cartridge out again. On (B)(6) 2013, her bg readings were not coming down so she he changed site/set/cartridge out again, this time using a fresh vial of novolog. Her bg did not respond and is currently reading is 510 mg/dl with nausea. Patient states she has tested for ketones and they are negative, no other symptoms of high bg reported. Patient states she usually changes site/set/cartridge out every 3 days. Patient states infusion set was not bent, no redness, irritation to site. Patient rotates sites from hip to abdomen, avoiding scar tissue, stores insulin properly. Denies leaking or air bubbles. She has contacted her health care provider (hcp) and was told to contact animas for a pump replacement. Patient states she is now on lantus and novolog per hcp orders. Patient states the time is correct on pump, basal rate is also correct, states she has been running a temp basal increase of 30 % since yesterday. Patient notes she was bitten by a cat on (B)(6) 2013, went to see hcp, and was put on augmentin. Patient states bg readings started going up 24 hours after that but does not think this is the reason for increased bg. Customer technical support (cts) began to review histories with patient, who became too nauseated to continue reviewing histories, stated she will call back once she is feeling better. Patient states she will remain off of the pump and use injections until we can review pump or get her a replacement. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/25/2013 with the following findings. Unable to duplicate the complaint during the investigation; no defect found. The last basal and bolus delivered were on (B)(6) 2013. No alarms associated to the complaint noted in the alarm history; only typical usage observed. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. A 29-hr flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.